Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that two universa firm stents were placed in the same ureter. Approximately four weeks later, the doctor was unable to remove them in his office. The patient was taken to the operating room for removal, where reportedly, the case took three hours, as the stents had encrusted together at the proximal end with an attached stone. The doctor reportedly used a laser to break the stone and remove the stents. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the documentation, instruction for use (IFU) and specifications review of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the IFU cautions that individual variations of the stent's interaction with the urinary system is unpredictable; periodic evaluation via cytoscopic, radiographic, or ultrasonic means is suggested in order to monitor the status of the stent. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that two universa firm stents were placed in the same ureter. Approximately four weeks later, the doctor was unable to remove them in his office. The patient was taken to the operating room for removal, where reportedly, the case took three hours, as the stents had encrusted together at the proximal end with an attached stone. The doctor reportedly used a laser to break the stone and remove the stents. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.